Event description:
Pt reports sn (B)(4) screen is stuck and will not let him change the volume on the screen. Advised we will replace. No further info. Pt was using back up pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.